Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report number 3006697299-2020-00115.

Event description:
This is 1 of 2 reports. A customer reported the c2602 excel 36khz straight handpiece did not pass the vibration test and shows alarm on panel. There was no patient contact/injury and the event did not led to surgical delay. The failure was identified before use on (B)(6) 2020.

Event description:
N/a

Manufacturer narrative:
UDI: (B)(4). The cusa 36khz straight handpiece was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the returned device showed that the reported failure was unconfirmed from the evaluation. However, the technician confirmed that the transducer was defective and the failure was consistent with transducer delamination failures. The transducer was replaced, the unit was recalibrated, and all tests were passed successfully. Root cause: defective transducer due to transducer delamination.